Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 188 mg/dl and their sensor glucose read 60 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's mother also reported blood at their sensor site. The mother also declined to troubleshoot for the calibration error and change sensor alerts the customer received. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings. Unable to confirm the needle complaint due to the needle not being returned.